Event description:
This is a patient with a medtronic ICD lead implanted in 2005. He presented to the ed with 51 ICD shocks, due to an acute fracture leading to inappropriate shocks and noise transients. He is pacer dependent as well and will undergo an ICD revision in the near future.